Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced loss of consciousness and the cgm reading was 140 mg/dl. An ambulance was called by a neighbor and when a fingerstick was taken the cgm was reading 140 mg/dl and the blood glucose reading was 40 mg/dl. The patient received treatment with an unknown injection (most likely glucagon) and was brought to the hospital. At the hospital the patient was a CT scan was done as the patient suffered a cut to the arm. When a fingerstick was taken the blood glucose reading was in the 40 range of mg/dl and the cgm reading was around 68 ¿ 69 mg/dl. The patient was discharged on the same day. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. When the patient lost consciousness, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the neighbor took a fingerstick, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.